Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had under delivery. Customer reported that their blood glucose level went up every time they were in automode and they were not getting right correction bolus compared to when they were in manual mode. The customer¿s blood glucose value was 392 mg/dl. Customer¿s blood glucose at the time of call was 194 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege insulin pump was under delivering because of high blood glucose value. The insulin pump passed high pressure test. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.